Event description:
Related manufacturer report numbers 3006705815-2022-01539, 1627487-2022-01632. It was reported that during a surgery to revise the ipg due to pocket pain, it was found that the system had become infected. In turn, the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.